Manufacturer narrative:
The leak was observed 4 days after preventive maintenance was performed on the instrument. The leak was confirmed to be air. Bec field service engineer (fse) replaced o-rings, diluent syringe, along with the contaminated wbc lyse. System operation was verified. The root cause for this event is attributed to the parts that were replaced in association with the reagent syringes subsequent to this event.

Event description:
A customer contacted beckman coulter inc. (Bec) in regards to a leak observed in the wbc lyse syringe piston on coulter act 5diff al hematology analyzer. The customer indicated that the wbc became unstable and air bubbles could be seen in the wbc lyse reagent piston. In addition, the qc was out of limits. The instrument is a backup; only controls and a few patients where run. No erroneous results were reported out. There was no death, injury or effect to patient treatment. There was no exposure of any reagent to mucous membranes or open wounds.